Event description:
The customer reported that the table will not fluoro or shoot films. Generator error on tower after boot, system will not fluoro.

Manufacturer narrative:
(B) (4). The ge service rep replaced the fuses. This did not correct the problem, fuses were re-opened. He also found that hv tank/inverter was causing a fuse problem when powered on. The system produced a loud pop when powered on. The rep replaced the hv tank/inverter. This corrected the problem with the generator. The system now operates as intended.